Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
On (B)(4) 2013 an ocd field service engineer (fe) arrived at the customer site and found the tip sleeve at position 12 in the up position. The fe cleaned the tip sleeve and replaced the collet at position 12. Also, the fe found one of the auxiliary fans were not working. The fe replaced the fan. The fe performed the splld and user software. All test passed. Repairs have returned this instrument to expected operation.